Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-05498. It was reported the patient had an infection throughout the scs system. Surgical intervention was undertaken to explant the system. No further information is available.